Manufacturer narrative:
The valve was returned for product and engineering evaluation. As received, the valve was crimped on the proximal shoulder of the inflation balloon of the delivery system, one inflow strut was bent. Imagery of the device during the procedure and post procedure was available for review. The following observations were found: observed one (1) strut bent outward approximately 180 degrees at inflow. Patient had tortuous and calcified access vessels. Post-procedural, observed one (1) strut bent outward approximately 45 degrees. The bent angle was partially corrected from 180 degrees to 45 degrees due to manipulation during the retrieval the crimped valve into the sheath. Post-procedural, sheath was leaking at strain relief during the flushing. The following observations were made during visual inspection of the returned device: one (1) bent strut at the inflow approx. 45 degrees outward. Multiple struts exposed through the skirt. Post-expanded valve: one (1) strut was slightly bent outward. The leaflets appeared wrinkles due to the storage condition (prolonged crimping) during the return handling process. Multiple struts exposed through the skirt (normal after crimped and used). No functional or dimensional testing was able to be performed due to device returned condition (frame bent/distorted). The device history record (DHR) was reviewed and did not reveal any manufacturing non-conformance that would have contributed to this complaint event. A lot history review did not reveal any other related complaints. During the manufacturing process, the device was visually inspected and tested several times. All the inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. All tested sample units for this lot passed pv testing. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for frame damage was confirmed based on the visual inspection of the returned device and provided imagery, but no manufacturing non-conformances were identified during evaluation. A review of the DHR, lot history, complaint history review and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. Per imagery review, patient had tortuosity and calcification of access vessels. Additionally, the sheath was leaking, which was indicating that the valve was potentially caught at the strain relief, and led to the bent strut. The presence of tortuosity and calcification could potentially create challenge pathway for delivery system (with crimped valve) insertion through the sheath, and it led to resistance or high push force, especially, tortuosity of access vessel could result in non-coaxial delivery system insertion, subsequently, the valve was caught within the sheath. So, if the excessive force was applied, the strut could be bent outward. Per training manual, ¿push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification¿, and ¿if push force is high, consider slightly pulling back the sheath while advancing the thv/delivery system 1-2cm¿. As such, available information suggest that patient factors (access vessel tortuosity and calcification) and/or procedural factors (excessive device manipulation) may have contributed to complaint event. However, a definitive root cause is unable to be determined. Since no labeling or IFU/training inadequacies were identified and review of the complaint history revealed that the occurrence rate did not exceed the (B)(6)2020 control limits for applicable trend categories, no corrective or preventative action, nor pra is required at this time. See related mrn #2015691-2020-12950.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Damage to the valve frame during use (e.g. During advancement through the sheath, tracking through the vasculature, or during attempts to cross the target site) will be identifiable on fluoroscopy. The system can be withdrawn and replaced with another system with minimal risk to the patient. In this case, there was resistance with the delivery system through the esheath, after the valve exited through the esheath it was noted the valve strut was bent. From the picture provided, the strut was bent in a hook shape which has the potential to cause a vascular injury. The device has not been returned at this time, the root cause of the event remains indeterminable. If the device is returned for evaluation a supplemental report will be submitted.

Event description:
Edwards received notification that a 29mm transcatheter valve had a bent strut coming out of the esheath.  As reported, the first 16f esheath was advanced into the body. The delivery system and 29 mm transcatheter valve were introduced into the 16f esheath. Once the valve entered into the sheath, the operator met considerable resistance advancing the valve. Eventually the delivery and valve seemed to ¿give way¿ and was able to advance. When the valve exited the esheath, there was an anomaly on the distal end of the valve. The x-ray image was magnified and the delivery system was rotated to see that the stent strut had bent back on the valve. The team was advised the valve could not be implanted and needed to be removed. The delivery system with valve was successfully brought back into the sheath and the entire system, valve, delivery catheter, and sheath were removed at one time with no trauma to the artery. There was no injury to the patient. A new esheath, valve, and delivery system were used. The valve was deployed and the system was removed. The right femoral artery was closed with the 2 perclose devices and there were no complications.